Event description:
According to the reporter, during an open small bowel resection, while stapling the small bowel, the surgeon reported poor hemostasis. To resolve the issue, the surgeon over sewed the staple line to improve hemostasis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.